Manufacturer narrative:
Findings: unit received with cracked end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm due to crack end cap. Pump received with minor scratched lcd window, loose drive support disk, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.